Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the neutraclear was broken. There was no reported patient harm.

Event description:
The customer reported that the neutraclear was broken. There was no reported patient harm.

Manufacturer narrative:
The customer¿s report that the neutraclear connector broke was confirmed. Visual inspection of the set noted a portion of the male luer collar of the connector had cracked and broken off. The root cause was not identified.